Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending coronary artery that was calcified and 80% stenosed. A xience alpine 3.0 x 15 mm stent was deployed and post-dilated with a 3.5 x 12 trek balloon dilatation catheter. The balloon inflated once at 12 atmospheres but completely failed to deflate. Negative pressure was held for 14 seconds to deflate the balloon. The guide wire and the inflated balloon were removed from the anatomy. After removal, the lesion was dilated with good result. There was a 15 minute delay in procedure; however, there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulties were determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the previously filed medwatch report, there was resistance during retraction of the device from both the patient anatomy and the guiding catheter.